Event description:
It was reported that a revision surgery was performed due to dislocation. Tandem head and inner head were exchanged. No pieces fell into the surgical site. No x rays or surgical reports available. Revision surgery was performed due to dislocation. Tandem head and inner head were exchanged.